Event description:
It was reported that the patient experienced a return of symptoms when the battery life information did not provide adequate information to gauge timing of replacement. The implantable neurostimulator was replaced on 2011 (B)(6). It was also reported that the extension lengths used resulted in having to bend his neck. The patient stated that the design of the programmer pouch resulted in his losing the programmer and requested additional training on use of the external device.

Event description:
Additional information reported indicated that the patient felt that his replaced neurostimulator did not function at the same level it once did, when it was close to end of life. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Ins: model: 37601, (B)(4), implanted: 2011 (B)(6), explanted: unknown; lead: model: 3389s-40, (B)(4), implanted: 2006 (B)(6), explanted: unknown; extension: model: 748266, (B)(4), implanted: 2006 (B)(6), explanted: unknown; extension: model: 748266, (B)(4), implanted: 2006 (B)(6), explanted: unknown; programmer: model: 37642, (B)(4).